Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a two level posterior spinal surgery at t11-l1 to treat a burst fracture. The patient underwent a revision surgery 1 month post-op due to a broken screw. Upon explantation of the bone screw, it was noticed that the tulip had separated from the screw. No additional patient complications were reported.